Manufacturer narrative:
This report is being submitted as additional information was received that this lead exhibited insulation damage, high capture thresholds, and noisy signals. This lead was not returned for analysis, as it remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was capped and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This lead remains implanted. Additional information was received that this lead exhibited insulation damage, which contributed to high capture thresholds and noisy signals. It was noted that a chest x-ray was performed. No additional adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was capped and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This lead remains implanted.